Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "re-revision surgery for re-recurrent valgus deformity after revision total knee arthroplasty in a patient with a severe valgus deformity: a case report" written by yin-qiao du, jing-yang sun, ming ni, and yong-gang zhou published by world journal of clinical cases november 6, 2019 was reviewed. Doi: 10.12998/wjcc.v7.i21.3562. The article's purpose was to review a case study of a re-revision surgery for re-current valgus deformity after revision tka in patients with valgus deformity before primary tka. The case was a 72 year old female who underwent two revision surgeries. She initially received a left primary tka with non-depuy products in 2008 for severe valgus deformity. She returned 6 months later due to valgus deformity and pain and x-rays revealed notable femoral component loosening and recurrent valgus deformity (figure 1). She then underwent revision surgery in 2010 and surgeon implanted press fit condylar sigma tc3 system with cementless tibial and femoral stems. Cement (manufacturer unknown) was utilized with screws (manufacturer unknown) to reinforce the reconstruction of the defects of the lateral femoral condyle (figure 2). In 2016, patient presented with pain and limited movement (5 to 80 degrees flexion) and valgus deformity. Also noted was laxity of 5-10 mm and medial instability of more than 15 degrees. X-rays suggested loosening of the femoral component femoral stem (figure 3). Revision was then performed and removed the femoral component and femoral stem (figure 4). Tibial components were well fixed and a poly insert exchange was performed passively. Femoral components were then replaced with tc3 stem, sleeve, lateral augment, and posterior augment. Patient recovered and remains without complications 2.5 years post re-revision (figures 5 and 6). Patella resurfacing was not discussed. Depuy products removed: sigma tc3 stem, sigma tc3 femoral, sigma tc3 bolt, sigma tibial insert. Adverse event: revision due to joint instability, limited rom, pain and loose femoral components.